Event description:
It was reported that the low rv pacing lead impedance values were observed. Lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.